Event description:
Account reported that the siderails are not latching. Tsr performed mod36101 on this bed. He installed new right siderail latch pins, new left siderail latch pins, and new siderail springs.